Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no device returned for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1110402) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported to the aci clinical specialist that a patient underwent a coronary catheterization procedure. The exact date is unknown. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram was taken however, the results were not provided. Post procedure, the physician who is a trained user of the mynx, used the device for femoral artery closure. It was reported that the physician shuttled down to the full stop, and then retracted the sheath to deploy the sealant, however, it was reported that the sealant failed to deploy. The device was removed and the patient was converted to 15-20 minutes of manual compression. Successful hemostasis was achieved. Per the aci clinical specialist, it was reported that upon examination of the removed device, the sealant was still on the catheter. The patient was ambulated and discharged with no reported clinical sequela. No further information was provided.